Event description:
The reporter did back to back blood glucose tests, one after the other, using different finger sticks and strips. The results were 329 and 111 mg/dl. Rptr did not have any symptoms. On follow-up, the rptr had put too much blood on the strip for the first test, and is learning to use (new) meter correctly. No harm was alleged. Rptr called on 2/7/00 regarding further back to back tests. Using same finger, with results of 264, 207, 158 and 168. Retrained on precision testing and retested over phone, did 2 tests with results 2-3 points apart.